Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Three photographs were included for evaluation; in one of the photos a deflated cuff is shown. One device sample was received in used condition, in a plastic bag. During visual inspection no damage or other defects were detected on the sample. A functional leak test was performed, and a leak was detected in the seal of the tube with the cuff. This was because a small part was not sealed. The complaint was confirmed. The root cause was unknown. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the cuff was not inflatable during pre-patient use inspection. The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.